Event description:
Home pt (hp) reports pt line of homechoice set was not priming completely. Hp was able to prime line after several reprime attempts. Per hp, there was no pt injury or medical intervention as a result of incident.